Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as complaint-(B)(4). The device investigation was completed on 20-jan-2016. The regional service center (rsc) service log review revealed a delivery failure (df) alarm due to main supple voltage out of tolerance (valid range: 2435 to 4075 counts; actual value: 2433 counts). This log entry aligns with the time of the reported complaint. The rsc also experienced a delivery failure alarm not preceded by a low battery warning. This is consistent with a battery fuel gauge drift and not properly reporting the battery's remaining charge. The rsc replaced the no cell as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was smart battery: delivery failure alarm for low voltage followed by low battery alarm. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00002).

Event description:
On (B)(6) 2015, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a delivery failure with inomax dsir (B)(4). The device was in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reportable as it is considered a reportable malfunction.